Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual evaluation showed that four insertion devices were returned together in a single bio bag with no identification of lot numbers. One insertion device has the distal plug and the lower distal anchor threads inside the tube. Bio debris is present. The other three insertion devices show no defect other than bio debris. In a separate bag, two proximal anchors with no visible defect, two fractured eyelets from distal anchors, and one distal anchor, that has a fracture in the neck, with the distal plug deployed in it were returned. No other anchor parts were returned. A functional evaluation showed three of the insertion devices black (1) most proximal knobs will rotate and move the distal anchor/plug rod as intended. The orange (2) larger knobs will rotate and move the outer barrel/forks as intended. One insertion devices black (1) most proximal knob will not rotate or move the distal anchor/plug rod. The orange (2) larger knob will rotate and move the outer barrel/forks as intended. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specification found that strength requirements for the material are specified and a material certificate of analysis is required for raw material. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (excessive force on the device, excessive torque on the device, off-axis insertion, or an inadvertent impact event inconsistent with normal use). Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Internal reference number (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during an unspecified procedure, after four (4) healicoil anchors were implanted, the distal anchors broke and came off from the bone holes. The proximal anchors remained lodged in the bone holes and could not be removed. Three lot number were reported: 2180760 ((B)(4)), lot number: 2185198 ((B)(4)) and lot number: 2186363 ((B)(4)). The procedure was resumed, without any delay, using an equivalent s+n back-up. No further complications were reported.